Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The pump was cracked at the top left corner of the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the pump was cracked at the top left corner of the grip pad. This report is made based on results of investigation completed on (B)(6) 2018.